Event description:
Caller reports testing 1.4 inr on the coaguchek xs system for 3 days. Caller's coumadin dose was increased on day 1 based on meter result of 1.4 inr. On day 4 caller reports she was sick and vomiting; her physician sent her to the emergency room (ER) where a lab value of 4.8 inr was obtained. Caller was taken off of coumadin and received unspecified medical treatment. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.